Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in posterior cerebral artery (pca) to treat a stroke using a penumbra system jet 7 reperfusion catheter (jet7). There were no procedural complications reported. On (B)(6) 2019, the patient was presented to the emergency department (ed) with right sided hemi-syndrome and symptoms that were consistent with a stroke. These symptoms occurred approximately one-and-a-half hours prior and included complete hemiplegia, expressive aphasia, left sided gaze preference, and a baseline national institutes of health stroke scale (nihss) of 20. After consultation with the family regarding potential outcomes of an additional thrombectomy procedure and possible permanent disability, the family declined the procedure, and the decision was made to transition to comfort measures only. The patient was transferred to hospice care on the same day. On (B)(6) 2019, it was noted that the patient had labored breathing. Four hours later, morphine and ativan were added to the medication regimen. The patient was later discharged but readmitted to inpatient hospice. On (B)(6) 2019, the patient expired. The patient's death was adjudicated to be a serious adverse event related to the jet7.